Event description:
The customer reported that the mount supporting the mp70 monitor failed and the monitor fell. No pt harm was reported.

Manufacturer narrative:
(B)(4): the customer reported that the mount supporting the mp70 monitor failed and the monitor fell. No pt harm was reported. There was no malfunction of the mount or mounting hardware. Per the philips field svc engineer (fse), the incorrect hardware was used in the assembly of the mount adapter plate to the down post at the time the mount was installed. Philips is awaiting further info regarding whether this was a philips installation or a customer installation. Philips is in the process of obtaining add'l info concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is completed.